Event description:
It was reported to st. Jude medical that the pt presented with noise. The decision was made to cap the lead when an insulation break was observed in the pocket.

Event description:
New information received stated that externalized conductors were noted via fluoroscopy on previously capped lead.